Event description:
Information received from the field does not address the patient's clinical status but notes a unipolar ventricular polarity switch and 215 ohms unipolar impedance. The physician elected to program the auto polarity off, program the device to bipolar and monitor the lead.